Event description:
It was reported that there was a problem with the cs300 intra-aortic balloon pump (iabp) at the time of pre-use inspection in the hospital, then subsequently on (B)(6)2020 the medical engineer (me) department reported that an automatic filling error had occurred while use on the patient. No patient harm or serious injury was reported.

Manufacturer narrative:
Updated fields: a2, a3, a4, b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: b5, h3. The getinge field service engineer (fse) that evaluated the iabp provided additional troubleshooting and repair information. The fse had performed a preventive maintenance (pm) at the customer's request, and during the pm an autofill failure appeared. To fix the issue, the fse replaced the cylinder and the issue was resolved. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The pm was completed and the iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and determined that the volume cylinder had a defective sensor operation on the empty side. Replacement of this part was completed and the iabp was returned to the customer. (B)(6) hospital.

Event description:
It was previously reported that there was a problem with the cs300 intra-aortic balloon pump (iabp) at the time of pre-use inspection in the hospital, then subsequently on august 6, 2020 the medical engineer (me) department reported that an automatic filling error occurred while using the patient. No patient harm or serious injury was reported.

Manufacturer narrative:
The serial number of this iabp unit was incorrectly reported at the initial report. The correct serial number is (B)(6).

Event description:
It was reported that there was a problem with the cs300 intra-aortic balloon pump (iabp) at the time of pre-use inspection in the hospital, then subsequently on (B)(6) 2020 the medical engineer (me) department reported that an automatic filling error had occurred while use on the patient. No patient harm or serious injury was reported.